Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a barely visible (tiny) puncture hole found on the underside of the soft lumen of the catheter during dialysis treatment. It was also stated that the nurse saw only small drops of blood on the patient's clothing. The treatment was stopped and a single-lumen dialysis treatment was completed. Clamps were moved above the punctured holes until reinsertion of the guide wire was completed. There was no patient injury.